Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor readings were inaccurate. The insulin pump went into threshold suspend, sensor readings was 66 mg/dl and blood glucose was 164 mg/dl. Customer stated inaccurate readings tend to happen on day four. Current blood glucose was 156 mg/dl and sensor was 79 mg/dl. Customer was advised how to properly calibrated the device. Customer stated her main concern was that her blood glucose went down to 53 mg/dl and sensor did not detect the low it was reading 90 mg/dl. Customer stated she thinks sensor readings might be off since she wears jeans at work every 4th or 5th day. No further information reported.